Event description:
A nurse reported out of range normal control solution test results with test strips. On 10/16/96, the nurse opened the first bottle from a box of fifty and obtained control solution results of 97,94 mg/dl. The nurse called the co customer support line and, with the rep performed a normal control solution test. The result was 88 mg/dl versus a normal control solution range of 103-155 mg/dl. The solution, lot # vj209, expiration 3/97, was opened one month ago and was shaken vigorously before the sample was applied. Also with the rep, the nurse performed a check strip test. The result was 77 versus a range of 68-92. The desiccant is in the open bottle. The contact stated that the test strips are stored in a locked cabinet.